Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated, the product met release criteria. There has been one other complaint reported in the lot number. Additional information was requested on 10/28/2010, 11/03/2010, and 11/08/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A materials manager reported "the positioning was off" on a glaucoma shunt. In a follow up phone call with the materials manager, she reported the surgeon was not able to complete the procedure because there was no back up shunt available. She did not know if the procedure was converted to a traditional trabeculectomy or if another shunt was placed at a later date. Patient impact remains unknown. Additional information has been requested.